Manufacturer narrative:
Additional symptoms include: iridectomy, blurred vision, pain, pupil block. Lens exchange was performed on the right (od) eye. Device evaluation: lens was returned in liquid in the lens vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Additional information: problem was resolved with lens exchange. (B)(4).

Manufacturer narrative:
Work order search: no similar complaint types were reported for units within the same lot. Previous in MDR follow-up#1: additional symptom: iridectomy. _corrected: iridectomy is not a symptom, it was performed prior icl implantation surgery. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that on (B)(6) 2017 the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, diopter -11.0, into the patient's eye. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vaulting, elevated iop, and angle closure. Attempts to obtain further information have been unsuccessful.